Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced 3rd party bezel for cracked lower hinge cause out of calibration. Replaced front case cracked on top hinge. Replaced u4 display dim segment recall. Replaced right iui broken ribs. Tested pm. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Bd does not condone the use of non-supported parts within any of the alaris system devices. The risk of non-supported parts installed in the device(s) by the customer is unknown. A review of the device history record showed the device had a manufacture date of 23 jul 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the bezel assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iuis, 1143616 for dim u4.

Event description:
It was reported that the rate on the device would not calibrate and there was also a dim segment on the display. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the rate on the device would not calibrate and there was also a dim segment on the display. There was no patient involvement.